Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In april 2010, the patient experienced dyspareunia ("dyspareunia,"), nausea ("nausea") and alopecia ("hair loss"). In august 2010, the patient experienced gingival bleeding ("abnormal bleeding of teeth"). In january 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), pruritus ("chronic itching"), rash ("rashes"), dental caries ("tooth decay"), pain in jaw ("jaw pain"), pain in extremity ("foot pain"), dizziness ("dizziness"), fatigue ("chrnic fatigue"), vaginal discharge ("vaginal discharge"), genital haemorrhage (seriousness criterion medically significant), muscle tightness ("jaw pain and tightening"), tooth disorder ("dental problems"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (underwent laparoscopy salpingo oophorectomy with extraction of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, pruritus, rash, dental caries, pain in jaw, pain in extremity, dizziness, fatigue and vaginal discharge had resolved and the genital haemorrhage, muscle tightness, tooth disorder, dyspareunia, headache and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dental caries, dizziness, dyspareunia, fatigue, genital haemorrhage, gingival bleeding, headache, migraine, muscle tightness, nausea, pain in extremity, pain in jaw, pelvic pain, pruritus, rash, tooth disorder, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia,"), nausea ("nausea") and alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced gingival bleeding ("abnormal bleeding of teeth"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), pruritus ("chronic itching"), rash ("rashes"), dental caries ("tooth decay"), pain in jaw ("jaw pain"), pain in extremity ("foot pain"), dizziness ("dizziness"), fatigue ("chrnic fatigue"), vaginal discharge ("vaginal discharge"), genital haemorrhage (seriousness criterion medically significant), muscle tightness ("jaw pain and tightening"), tooth disorder ("dental problems"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (underwent laparoscopy salpingo oophorectomy with extraction of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, pruritus, rash, dental caries, pain in jaw, pain in extremity, dizziness, fatigue and vaginal discharge had resolved and the genital haemorrhage, muscle tightness, tooth disorder, dyspareunia, headache and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dental caries, dizziness, dyspareunia, fatigue, genital haemorrhage, gingival bleeding, headache, migraine, muscle tightness, nausea, pain in extremity, pain in jaw, pelvic pain, pruritus, rash, tooth disorder, vaginal discharge and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding of teeth, weight gain, nausea, hair loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), pruritus ("chronic itching"), rash ("rashes"), dental caries ("tooth decay"), pain in jaw ("jaw pain"), pain in extremity ("foot pain"), dizziness ("dizziness"), fatigue ("chrnic fatigue"), vaginal discharge ("vaginal discharge"), genital haemorrhage (seriousness criterion medically significant), muscle tightness ("jaw pain and tightening"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia,"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (underwent laparoscopy salpingo oophorectomy with extraction of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, pruritus, rash, dental caries, pain in jaw, pain in extremity, dizziness, fatigue and vaginal discharge had resolved and the genital haemorrhage, muscle tightness, tooth disorder, dyspareunia, headache and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dental caries, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, migraine, muscle tightness, pain in extremity, pain in jaw, pelvic pain, pruritus, rash, tooth disorder and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 15-mar-2018: pfs+mr received: new events: genital haemorrhage, tooth disorder, dyspareunia, muscle tightness, headache, migraine were added. Reporter, patient demographic information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), pruritus ("chronic itching"), rash ("rashes"), dental caries ("tooth decay"), pain in jaw ("jaw pain"), pain in extremity ("foot pain"), dizziness ("dizziness"), fatigue ("chronic fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent laparoscopy salpingo oophorectomy with extraction of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, pruritus, rash, dental caries, pain in jaw, pain in extremity, dizziness, fatigue and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dental caries, dizziness, fatigue, pain in extremity, pain in jaw, pelvic pain, pruritus, rash and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: internal correction. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.